Event description:
It was reported that patient underwent a replacement procedure of his inflatable penile prosthesis (ipp) due to fluid in the system. No information about the patient outcome is available at the moment. Additional information was requested, however o further information was available.